Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this lead was explanted as the lead exhibited high impedance, loss of capture and high thresholds due to an apparent lead damage. No additional adverse patient effects were reported.